Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No evidence of issue found in event history log. Visual, functional and flow rate tests were performed. The device failed flow rate tests. The problem was duplicated. Reported problem was caused from an out of specification explusor. The expulsor was sanded to fix the issue.

Event description:
It was reported that the device's delivery rate was too high. There was no patient involvement, and no human harm/adverse event reported.